Event description:
It was reported that during surgery t2 failed to secure at the meniscus. A backup device was available. No patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The insertion needle is bent on two planes. T1 and a majority of the suture are free from the needle. T2 has been fully advanced to its pre-deployment position on the needle. T2 was tested for deployment using a rubber meniscus model, t2 deployed as intended. This investigation could not identify any evidence of product contribution to the reported complaint.